Manufacturer narrative:
Further information was requested but not received. The reported event of false pause episodes was confirmed. Based on the information provided, the cause for the signal saturation in the patient that resulted in the false pause episode is undetermined but thought to be due to temporary loss of electrode contact.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited under-sensing. The icm was explanted and replaced with a pulse generator.